Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high and increasing thresholds. The implantable pulse generator (ipg) system was explanted and replaced. No patient complications have been reported as a result of this event.